Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: patient code 3191 used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Manufacturing location: (B)(4), manufacturing date: jan 12, 2016, expiration date: dec 01, 2025, part number: 04.038.095s, tfna screw 95mm ¿ sterile, lot number: 9946454 (sterile), lot quantity: 48. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect I / final inspection, ns065691 rev f met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn 12122 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿infection¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: nov 06, 2019: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for subtrochanteric fracture with the tfna and the locking screws. On (B)(6) 2019, the patient underwent revision surgery because of the infection. During the surgery, the surgeon didn¿t remove the implants because he found that the intraspinal inflammation didn¿t occurred. The surgeon washed the implants and closed the incision. The surgeon commented that the patient status was originally bad, and the event was not caused by the products. The patient got dialysis and had some disorder. The surgical delay is unknown. This is report 2 of 4 for (B)(4).